Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d224drg implantable cardioverter defibrillator (ICD) 2009-(B)(6); 6945 implantable tachy lead 1999-(B)(6). (B)(4).

Event description:
It was reported that the patient had chronically high right atrial (ra) lead impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.